Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, and h11. Device evaluation: the permanent cautery spatula (pcs) instrument was analyzed and found to have the ceramic sleeve broken at the distal tip. The spatula was still attached to the ceramic sleeve. Material was found to be missing and measured approximately 2.0 mm x 1.0 mm in size. The instrument was also found to have a derailed grip cable from its normal position at the distal end idler pulley. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a permeant cautery spatula (pcs) instrument broke and some fragments fell inside the patient. The residue or fragment(s) were removed and irrigation was performed. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the pcs instrument was inspected prior to use and no damage was observed. The breakage occurred during the initial insertion of the instrument. The surgeon believes the instrument might have gotten caught on tissue adhesions during insertion, causing it to break. It was noted that a video review was conducted and instruments were observed to have been positioned too closely. The fragment(s) were retrieved using forceps with irrigation and suction, and all visible pieces were removed by visual inspection. No additional surgical procedure or post-operative imaging was performed. The procedure was completed robotically with no injury to the patient, though the surgeon remains concerned about possible retained fragments and plans a follow-up. The suctioned fragments were discarded and are unavailable for evaluation. The procedure video is not available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed. The monopolar ceramic sleeve appears to be broken.